Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The description of the ae read: "the walking up a step and heard a pop; came to the ed and was admitted for a periprosthetic femur fracture to undergo an orif w/femoral component revision."